Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, >2500 ohms bipolar and unipolar impedances were observed. Capture thresholds had risen to 3.75 v bipolar and 3.25 v unipolar. During isometric exercises, noise was reported in both tip-to-can and ring-to-can sensing connfig- urations as well as bipolar. The patient was thin, making for a likely chance of crush.